Event description:
The customer reported that their device is not completing its boot up cycle. The display on the device appeared to flash several times upon boot up and the device does not respond to any button presses. There was no patient use associated with the reported issue.

Manufacturer narrative:
The customer advised physio-control that they have declined a device repair and have decided to retire the device from service due to the age of the device. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined.